Manufacturer narrative:
Concomitant products: product ID 8703wll, lot# p50194, implanted: (B)(6) 1996, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during a routine pump replacement the surgeon had connected the new pump to the catheter without first priming the pump. The surgeon attempted to access the catheter via the side access port, but was unable to aspirate the catheter. The physician was not worried about the patient having a break in therapy as a result of this. It was decided to just run the pump normally and wait for the water that was in the pump to clear the tubing. The physician decreased the simple continuous dose. The drugs being delivered were hydromorphone (dilaudid) and bupivacaine (marcaine).

Event description:
Additional review determined this event was previously reported in manufacturer report # 3004209178-2012-03371. Any additional information regarding this event will be reported in this manufacturer report number.